Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5071-53 lead; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached the elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that both the atrial lead and the left ventricular (lv) leads exhibited high thresholds. The atrial lead was capped and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.